Event description:
A cartridge alarm was reported during the load process, which impacted the call but did not cause the customer's blood glucose level to exceed 500 mg/dl (27.7 mmol/l). The customer was assisted by technical support in attempting to load a new cartridge, but the alarm recurred, preventing the successful resumption of insulin therapy. To resolve the issue, the decision was made to replace the pump. The customer was advised to switch to multiple daily insulin injections as a backup therapy and was shipped a replacement pump, with instructions on the necessary steps upon receipt. The problematic pump was to be returned to tandem within 10 days using a pre-paid label.